Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic radical resection of lung cancer, when using the black reload to remove the bronchi, the trigger did not loosen or lift up after pressing the green button. A new handle was used with the same reload to resolve the issue and complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic radical resection of lung cancer, when using the black reload to remove the bronchi, the trigger did not loosen or lift up after pressing the green button and the stapler was able to fire. A new handle was used with the same reload to complete the case. There was no patient injury.